Event description:
It was reported that the patient stated that three months after having a st. Jude stimulation system put in the non-rechargeable battery went dead. The patient reported burns on the skin from using the st. Jude recharger. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).